Manufacturer narrative:
Manufacturer's investigation conclusion. The report of a tear in the outer jacket covering of the driveline of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), was confirmed through the evaluation of the device under cs-166498. The patient remained ongoing on heartmate (hm) 2 left ventricular assist system (lvas), serial number (B)(6), until 13jun2022 when the patient ultimately underwent a pump exchange (manufacturer's report number 2916596-2022-11436). Upon evaluation of the returned device, white rescue tape was observed along then length of the driveline. Removal of the rescue tape revealed multiple tears in the outer jacket. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 of the patient handbook, "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01jun2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Voluntary medwatch received that states that the patient had a tear in the out covering of the driveline. Rescue tape was applied to repair the tear.

Manufacturer narrative:
Voluntary mw number: mw5110526 was received 14oct2022. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.